Event description:
After less than 24hrs of intra-aortic balloon therapy, blood was noted in tubing. The intra-aortic balloon was removed and replaced. No pt injury or further complications occurred as a result of this incident. No further details are available.